Event description:
It was reported that during a stenting treatment procedure, deflation issues occurred. Vascular access was obtained via right femoral artery. The target lesion was located in the moderately tortuous abdominal aorta. A 20f non-bsc sheath was inserted in the right femoral artery and a non-bsc stent was deployed to the target lesion. The 33mm x 65mm equalizer balloon catheter was advanced to the target lesion for post-dilation. Upon inflation there were no issues noted with the device however, the balloon failed to deflate. The physician deflated the balloon with the use of the back-end of the guide wire. The device was then removed and the procedure was completed. No patient complications were reported and the patient status was good.

Event description:
It was reported that during a stenting treatment procedure, deflation issues occurred. Vascular access was obtained via right femoral artery. The target lesion was located in the moderately tortuous abdominal aorta. A 20f non-bsc sheath was inserted in the right femoral artery and a non-bsc stent was deployed to the target lesion. The 33 mm x 65 mm equalizer balloon catheter was advanced to the target lesion for post-dilation. Upon inflation there were no issues noted with the device however, the balloon failed to deflate. The physician deflated the balloon with the use of the back-end of the guide wire. The device was then removed and the procedure was completed. No patient complications were reported and the patient status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the complaint sample was returned for evaluation and confirmed both proximal and distal balloon bonds met the required minimum bond length specification. The balloon was visually inspected and no defects were noted. The balloon was attempted to be inflated with water and a pinhole was found in the mid section of the balloon. When suction was applied the balloon was successfully deflated within 5 seconds despite the balloon pinhole. No delay in balloon deflation was noted. The catheter shaft was examined for cosmetic defects and none were found. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).